Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011 report is being submitted past 30 day deadline based on retrospective review conducted 6/21/2019. Original MDR (report 1 of 4) filed 3/10/2015.

Event description:
4 screws broke post op and revision surgery was done to remove them. Report 4/4.